Manufacturer narrative:
Result of investigation the device intended for use in treatment has not been returned for evaluation. Due to this we are not able to establish a relationship between the complaint reported and the device. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. A review of the complaint history has found other instances of this reported issue. The investigation into this complaint is now completed and recorded as no fault found. It is recommended in the instruction for use, the pump interface should be inspected periodically for build-up of deposits and/or debris. A damp cloth with mild detergent can be used to remove material. Do not soak the inside. Excessive fluid can cause damage. These deposits can prevent the handset from priming and interlocking. In parallel we will continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that rust build up around the piston causing the handpiece not to be inserted all the way in. The problem was found during surgery, the problem was fixed by opening another hand piece. The surgical time was increased due the malfunction. There was not further impact in the patient.